Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02624. It was reported that the patient had a left ventricular assist device (lvad) and presented in the emergency room after receiving inappropriate shocks. The patient had low magnesium level. Upon device interrogation, the right ventricular and atrial leads exhibited loss of capture resulting in sensing issue and high voltage therapy. The sensing was not changed. Programming changes were made. The patient was stable before, during and after the event.